Manufacturer narrative:
An event of device deformation was reported. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined. However, a 12f, larger than recommended delivery system was used to deploy the device which may have contributed to the reported event as use of a larger sheath may influence deformations of the device. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note per the instructions for use, the recommended sized delivery sheath for a 9-asd-028 is a 10fna.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer septal occluder was chosen to treat atrial septal defect, using 12f amplatzer torqvue delivery system. During deployment, the device deformed to a cobra-like shape. There was no angulation or kink noticed in the delivery system. There was no interaction with cardiac structures during deployment. A replacement 28mm amplatzer septal occluder was successfully implanted. The patient was reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.